Event description:
A report was received that the patient was assaulted and after the incident was experiencing difficulty charging his ipg and the pocket site was swollen. The patient will undergo an ipg replacement.

Manufacturer narrative:
The ipg passed visual and photographic tests performed. The complaint regarding the charging issue was not verified. Device exhibits normal charging and charging characteristics. The complaint regarding the stimulation issue was not verified. After activating the latest setting, its outputs were monitored on a scope. The stimulation outputs were consistent and amplitude/pulse widths were verified to be correct on all electrodes. The device failed the ate test due to the analog ic damage caused by use of electrocautery during the explant procedure. The ipg was explanted and electrocautery used. Device exhibited symptoms related with analog ic damage. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).

Event description:
A report was received that the patient was assaulted and after the incident was experiencing difficulty charging his ipg and the pocket site was swollen. The patient will undergo an ipg replacement.